Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. The patient said that there was an air detected in cassette warning during pd treatment. The patient canceled treatment and found fluid inside the cassette door. The patient was issued a new cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-ast 2hr 15mins 8500ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. The patient said that there was an air detected in cassette warning during pd treatment. The patient canceled treatment and found fluid inside the cassette door. The patient was issued a new cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler.